Manufacturer narrative:
(B)(4). Date sent: 7/3/2024. D4: batch # 569c94. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec60a device was returned with a 12 mm trocar inserted in the shaft, the jaws and closure trigger in the closed position and articulated to the left side. Also, the knife was noted partially advance, the red manual knife reverse button was activated and the knife returned with difficulty to the home position, however, the device could not be opened. One gst60g was received fully fired loaded on the device with the cartridge deck damaged. The device was disassembled to verify the condition of internal components and the frame and knife returned switch were noted to be damaged. Further inspection shows the pawl pin incorrectly positioned as if the pin had not been assembled correctly rubbing with the components causing their damage and difficult to open the closure trigger. No functional test was performed due the condition of the device. In addition, the joint cover was noted to be damaged. The device pass the canula gage test. This defect of pawl pinion has been potentially correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. The damaged on the joint cover, it is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. The event reported was confirmed and it is related to improper use of the device. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. Although no conclusion could be reach on the cause of the reported event of "instrument compatibility", the instructions for use contain the following caution: when placing the instrument through the trocar or incision, avoid advancing the firing trigger accidentally. If this occurs, the instrument will lockout and the stroke indicator will display a lock symbol; in this state, the instrument will not allow the anvil release button to reopen the instrument jaws. To recover from this condition, remove the instrument, push the red manual knife reverse switch downward to reverse the knife motion; the knife indicator will display an arrow pointing towards the proximal end of the instrument to indicate the knife is in the return mode. Squeeze the firing trigger completely until it rests on the closing trigger; the stroke count indicator will display zero to indicate the knife has been returned to its home position. Press the anvil release button and replace the reload, then follow the instructions above for loading the instrument. Device history review: a manufacturing record evaluation was performed for the finished device batch number 569c94, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 6/11/2024 d4: batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: what is the surgeons experience with the device? Surgeon is well trained and has experience of more than 5 years with device what was target tissue was device fired on? Stomach tissue did the patient receive any preoperative chemotherapy or radiation? Yes was the device difficult to close? No was the device difficult to fire? No was the tissue unusually thick? No what troubleshooting steps where taken to open the device? Surgeon tried to return the blade by changing knife direction does the surgeon believe that there is an alleged deficiency with the ethicon device that may have contributed to the complications with the trocars? If so why? There was no issue in trocar this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a vats case, stapler with reload got stuck on tissue and could not be opened. The doctor had to cut the tissue stuck in the jaw to remove the gun. Jaw still could not be opened. One trocar is also stuck in the shaft of the gun and cannot be removed. The surgery was delayed by 30 minutes and completed successfully. Procedure was converted to open from vats.

Manufacturer narrative:
(B)(4). Date sent: 10/9/2024. Investigation summary: in addition, the device was sent to cincinnati for additional evaluation. Upon arrival in the (B)(6) pi lab, product was returned with end effector articulated to left, holding 12mm trocar inserted in shaft. Closure trigger in clamped position. Jaws closed with a fully fired gst60g cartridge loaded. A partially advanced knife was returned to home with difficulty using knife return switch, but jaws could not be opened. Device (after disassembly) was found with pawl pin in incorrect position. Damage to frame, knife return switch and joint cover was noted. Cartridge deck damage was also noted. No functional test was performed due the condition of the device. Cause of the event was reported inconclusive. The observations and analysis point to a few potential causes for the ¿jaws could not be opened¿ failure. The cartridge body shows indications of clamping on a hard object. While it is not reported how many firings the device completed before the event occurred, staples can migrate behind the knife due to poor cleaning between firings or due to firing on a hard object. The presence of staples in the anvil behind the knife can prevent the knife from returning to the home position. When pawl pin tab feature is in the incorrect orientation in which it was found, the knife cannot be returned fully. Difficulty to fire and sticky firing trigger are additional pec that would be anticipated due to this condition, but neither were reported. Pawl pin mis-assembly in plant appears to be an unlikely cause since inline ftf inspection would have failed recording high forces in 4th stroke and jaws would remain closed due to the orientation of the pawl pin tab described above. Indications of device mishandling can be inferred from the presence of deformed/bent frames; however, it is indeterminate when and where this may have occurred. It¿s feasible the issue occurred during the procedure and there is no evidence of manufacturing mis-assembly. It is evident that the orientation of the pawl pin tab is incorrect, but it is uncertain if this was the cause of failure and when and how it occurred. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.